Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device change. During the procedure, it was observed that the atrial lead was fractured. The atrial lead was capped and replaced on (B)(6) 2020. Patient was in stable condition before, during, and after the procedure.